Event description:
Reporter stated the infusion tube broke away at the end of the cannula, and the customer did not receive insulin for a period of time while she was sleeping. She noticed the issue in the morning and had hyperglycemia. She reported this has occurred several times. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.